Event description:
A doctor's office alleged that black specks were present in the sonicfill composite after light curing restorations for multiple patients.

Manufacturer narrative:
Specific information with regard to the number of patients affected, ages, genders, and weights were not provided. Although the office identified two (2) different lots associated with the black specks, the office could not verify which lot was used on any of the patients; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4627330 and 4877635. The office could not recall patient or incident details. The office reported that the doctor removed the restorations and repeated the procedures for each of the patients. The products were not returned; therefore, visual evaluations were performed on retained samples from each of the lots, yielding results within specifications.